Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Keymed ltd, (okm) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for the unspecified microbes (>100cfu/swab). After low temperature steam and formaldehyde (ltsf), the third party laboratory conducted the additional microbiological testing. As a result of the additional microbiological testing, no microbe was detected from the sample collected from the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). However, on receipt by (B)(4), the subject device was returned completely disassembled and the insertion tube was not returned. The evaluation is in progress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that five patients were infected with purpureocillium lilacinum after bronchoscopy using the subject device. The user facility noticed that the angulation control knobs of the bending section of the subject device was sticking when using the subject device. However, the user facility continued to use the subject device until an unspecified air leak occurred and the user facility finally returned the subject device to olympus for repair. The device had been reprocessed using a non-olympus high level disinfection (cantel). The user facility did not provide other detailed information such as the type of automated endoscope reprocessor (aer). The five patients¿ condition is currently unknown. Omsc is submitting five medical device reports according to the number of the infected patients. This is three of five reports.